Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels (190 mg/dl) after changing his cartridge and moving his site to his lower back. Customer loaded insulin cold into cartridge. Pump passed delivery system check that customer performed.